Manufacturer narrative:
Reported event: an event regarding abnormal ion levels and corrosion involving a abgii modular device was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection: visual inspection of the returned devices indicated that black material was observed on the device at the junction of the stem and neck. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Clinical review: the root cause of this event cannot be determined with certainty. The causes of metallosis with failure of a total hip modular femoral implant are multifactorial including surgical technique, especially in the way the male and female portions of the modular femoral neck are prepared as well as the femoral head prior to insertion. Also contributing are patient factors including the patient's lifestyle, activity level and bmi as well as implant factors. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal ion level and corrosion is considered to be under the scope of this recall. No further investigation is required.

Event description:
No new information.

Event description:
It was reported that the patient had a left hip revision of an abg size 7 modular stem, 36 + cobalt chrome head due to metallosis. The surgeon revised the stem and head.

Manufacturer narrative:
Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported metallosis is considered to be under the scope of this recall. No further investigation is required.